Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and pump error alarm. It was reported that the insulin pump was dropped and was washing it off and the screen started blinking with a red x with a picture of the pump. Customer reported that they received the open book image on the pump screen. It was reported that the insulin pump had a pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No open book (critical pump) errors or any other unexpected pump error messages occurred during testing. After further review of the device's interior, the battery sleeve within the battery compartment is corroded as well as the battery connectors on electrical board 1 and the lcd connector on electrical board 2.